Manufacturer narrative:
The device was manufactured september 13, 2017 - september 14, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) small volume folfusors ruptured during filling with 50mg/ml of 5fu. There was no patient involvement. No additional information is available.